Event description:
It was reported the pt is unable to activate stimulation. X-rays revealed the pt's lead has pulled out of the ipg header. The pt will undergo surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.